Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose level (bg) was 632-636 mg/dl with high ketones not identified as dangerous by health care provider. Reportedly, the customer administered a manual injection of insulin then went to the emergency room and was subsequently admitted to the intensive care unit. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.